Event description:
The customer contact reported an inaccurate delivery. The tubing set was being used to deliver an unspecified concentration of sodium chloride via a symbiq pump. After an unspecified length of time in use, it was noted that the solution was not delivering. It was reported the tubing set was removed from the pump. Reportedly, the flow stop on the cassette was in the closed position; however, the solution was noted to be flowing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).